Manufacturer narrative:
Other text: additional information: a1, b5, and h6 - health effects codes h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted a damaged enclosure at the drain fitting, cracked tank cover and physical damage to front of the device and the printed circuit board (pcb). Functional testing found the float switch didn't alarm when it should, confirming the customer complaint. Root cause was attributed to the damaged pcb. It was thought that the damage to the pcb was caused from physical damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information was received: the fault occur during quarterly scheduled preventive maintenance and the unit failed. No adverse effects reported.

Event description:
It was reported that the device has "low fluid switch issues". Patient involvement is unknown.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.